Manufacturer narrative:
Pharmacovigilance comment: the suspect product was reported as an unspecified hyaluronic acid filler; however, we cannot exclude that one of our hyaluronic acid filler products have been used. The serious event of bacterial infection and the non-serious events of erythema, nodule, inflammation, swelling, pain, induration and purulent discharge at implant site were considered expected and possibly related to the treatment. Potential contributory factors include injection technique. Serious criteria include the need for medical intervention. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005. - attachment: [late bacterial infection - literature article.pdf]

Event description:
Case reference number (B)(4) is a literature report received on 04-jun-2019. Netsvyetayeva et al. The impact of lifestyle upon the probability of late bacterial infection after soft-tissue filler augmentation. Infection and drug resistance. 2019:12; 855-863. Netsvyetayeva et al. Treatment of late bacterial infections resulting from soft-tissue filler injections. Infection and drug resistance. 2019:12; 469-480. A (B)(6) female patient received treatment with total 1 ml of unspecified ha filler to wrinkles between eyebrows. On an unknown date, one month later treatment, the patient developed late bacterial infection/biofilm formation with inflammatory swelling, nodules, redness, pain, induration, and the discharge of pus at near right eyebrow close to nose. The diameter of the lesion was reported as less than or equal to 1 cm. On an unknown date, resolution of symptoms of the original biofilm was observed after sole treatment with hyaluronidase 75 units twice a week for 28 days in accordance with m&n scheme. No relapses occurred in the following 2 years after recovery.